Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin therapy. Customer's blood glucose ranged from the "high 200's mg/dl to 300's mg/dl." Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.